Event description:
It was reported that an altitude alarm occurred while the customer was flying in an airplane. Reportedly, the alarm did not clear upon landing. Customer's blood glucose level was 250. Reportedly, the customer reverted to manual injections for insulin therapy.